Manufacturer narrative:
Product event summary: the device was returned and analysis was performed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before a device replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and displayed a grey longevity estimator bar. The device was not used and replaced with a new device. There was no patient involvement.